Manufacturer narrative:
The reported event of a steam pop and a cardiac tamponade could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported steam pop and subsequent cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation (pvi) and right atrial flutter procedure, a steam pop occurred that lead to a cardiac tamponade. Ablation was carried out for the pvi at 35 w and 30 ml/min flow rate and the flutter was ablated at 30 w at 30 ml/min flow. The catheter was in the right atrium in smooth tissue when a steam pop occurred. The patient became hypotensive and echocardiography revealed a cardiac tamponade. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.